Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. After the device was loaded with the medicine bottle, one of the buckles of the device fell out of failure, and another set of device was assisted from the suction hole, and the first-aid tube could not be used. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you identify the lot number of the device? 200099. Can you identify the lot number of the biologic individual box? A27f850. Were there any issues in regards to the vials or the biologic components? Unknown. How many evicel devices were found to be damaged? 2. Can you please elaborate on the quality issue experienced with the device? The luer is broken. The liquid spilled out. Was the device broken? Yes. If yes, which component was broken or found to be broken? The luer and connecter. Were the biologic components fully thawed at time of use? Yes. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 3003183625-2022-00003. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the product was returned for evaluation and visual inspection was conducted on the returned device. As the cores were in incorrect position, it can be assumed that the vial holders were turned before drawing and thus the biologics may have leaked out from the device. Therefore, it was concluded the complaint is related to user error. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(6). Additional information was requested, and the following was obtained: - were the 2 involved devices broken? >> yes - please clarify, did both involved devices share the same lot number (200099)? >> 2 broken devices is the same lot number this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.